Event description:
It was reported the patient had a merlin.net transmission, which showed the pulse generator to have exhibited oversensing. The clinician reprogrammed the device successfully. The patient was stable before, during and after the reprogramming.